Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A log review was performed for the small grasping retractor instrument reported in this complaint ((B)(4) and the following was found: the instrument was last used on 01/23/2020. The instrument had 3 lives remaining for this procedure and was not used for any following procedures. No error would appear for a broken instrument cable issue. A site review was conducted and no other complaints have been reported for this product. There was no photo or video provided by the site for review. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the small grasping retractor instrument was noted to have a defective cable. There was no report of patient involvement.